Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump display had a straight line and several grey vertical lines that blocked some graphics and text. Customer's blood glucose was 219 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.